Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 27-jul-2023. The most recent information was received on 01-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 44 year-old female patient who had essure inserted (lot no. 628312) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("defective implants"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required), fibromyalgia ("fibromyalgia"), deafness ("hearing loss") and loss of personal independence in daily activities ("loss of autonomy"). An unknown time later she experienced fatigue ("fatigue"). The patient was treated with surgery (removal of one of the defective implants) and non-drug therapy (fitted with hearing aids). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, deafness, loss of personal independence in daily activities and fatigue had not resolved. No causality assessment was received for essure with regard to fibromyalgia, deafness, loss of personal independence in daily activities, fatigue or pelvic pain. The reporter commented: 2015 after removal of one of the defective implants. Lot number: 628312, manufacture date: 2008-10, expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-aug-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6)2023. The most recent information was received on 01-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), peritonitis ("peritonitis") and pelvic pain ("pain") in a 44 year-old female patient who had essure inserted (lot no. 628312) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("defective implants"). There was no information on the patient's medical history or concurrent conditions. On (B)(6)2009, the patient had essure inserted. In 2015 she experienced fallopian tube perforation (seriousness criterion intervention required), peritonitis (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), fibromyalgia ("fibromyalgia"), deafness ("hearing loss"), fatigue ("fatigue") and loss of personal independence in daily activities ("loss of autonomy"). The patient was treated with morphine as well as surgery (removal of one of the defective implants) and non-drug therapy (fitted with hearing aids). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, deafness, fatigue and loss of personal independence in daily activities had not resolved. No causality assessment was received for essure with regard to fibromyalgia, deafness, loss of personal independence in daily activities, fatigue, pelvic pain, fallopian tube perforation or peritonitis. The reporter commented: perforation of the fallopian tube and peritonitis. Period of occurrence: 2015 after removal of one of the defective implants. Patient¿s current status: fibromyalgia, on morphine, hearing loss, fitted with hearing aids, loss of autonomy, fatigue, pain. Lot number: 628312 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review the events perforation of the fallopian tube and peritonitis were added. Remedial drug morphine was added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number (B)(4)) on 27-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 44 year-old female patient who had essure inserted (lot no. 628312) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("defective implants"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required), fibromyalgia ("fibromyalgia"), deafness ("hearing loss") and loss of personal independence in daily activities ("loss of autonomy"). An unknown time later she experienced fatigue ("fatigue"). The patient was treated with surgery (removal of one of the defective implants) and non-drug therapy (fitted with hearing aids). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, deafness, loss of personal independence in daily activities and fatigue had not resolved. No causality assessment was received for essure with regard to fibromyalgia, deafness, loss of personal independence in daily activities, fatigue or pelvic pain. The reporter commented: 2015 after removal of one of the defective implants. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the fallopian tube [fallopian tube perforation] , peritonitis [peritonitis] , pain [pelvic pain female] , fibromyalgia [fibromyalgia], hearing loss [hearing loss] , fatigue [fatigue] , defective implants [device defective] , loss of autonomy [loss of personal independence in daily activities] , hip pain [pain in hip] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-jul-2023. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), peritonitis ("peritonitis") and pelvic pain ("pain") in a 44-year-old female patient who had essure inserted (lot no. 628312) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("defective implants"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2015 she experienced fallopian tube perforation (seriousness criterion intervention required), peritonitis (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), fibromyalgia ("fibromyalgia"), deafness ("hearing loss"), fatigue ("fatigue") and loss of personal independence in daily activities ("loss of autonomy"). Essure was removed on an unknown date in the same year. On unknown date she experienced arthralgia ("hip pain"). The patient was treated with morphine as well as surgery (removal of one of the defective implants) and non-drug therapy (fitted with hearing aids). At the time of the report, the pelvic pain, fibromyalgia, deafness, fatigue and loss of personal independence in daily activities had not resolved. The reporter considered arthralgia, fibromyalgia and peritonitis to be related to essure administration. No causality assessment was received for essure with regard to deafness, loss of personal independence in daily activities, fatigue, pelvic pain or fallopian tube perforation. The reporter commented: perforation of the fallopian tube and peritonitis. Period of occurrence: 2015 after removal of one of the defective implants. Patient¿s current status: fibromyalgia, on morphine, hearing loss, fitted with hearing aids, loss of autonomy, fatigue, pain. Lot number: 628312 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: event "hip pain", lawyer reporter added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(6) perforation of the fallopian tube [fallopian tube perforation], peritonitis [peritonitis], pain [pelvic pain female], fibromyalgia [fibromyalgia], hearing loss [hearing loss], fatigue [fatigue], defective implants [device defective], loss of autonomy [loss of personal independence in daily activities], hip pain [pain in hip]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 27-jul-2023. The most recent information was received on 15-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), peritonitis ("peritonitis") and pelvic pain ("pain") in a 44-year-old female patient who had essure inserted (lot no. 628312) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("defective implants"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2015 she experienced fallopian tube perforation (seriousness criterion intervention required), peritonitis (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), fibromyalgia ("fibromyalgia"), deafness ("hearing loss"), fatigue ("fatigue") and loss of personal independence in daily activities ("loss of autonomy"). Essure was removed on an unknown date in the same year. On unknown date she experienced arthralgia ("hip pain"). The patient was treated with morphine as well as surgery (removal of one of the defective implants) and non-drug therapy (fitted with hearing aids). At the time of the report, the pelvic pain, fibromyalgia, deafness, fatigue and loss of personal independence in daily activities had not resolved. The reporter considered arthralgia, fibromyalgia and peritonitis to be related to essure administration. No causality assessment was received for essure with regard to deafness, loss of personal independence in daily activities, fatigue, pelvic pain or fallopian tube perforation. The reporter commented: perforation of the fallopian tube and peritonitis. Period of occurrence: 2015 after removal of one of the defective implants. Patient¿s current status: fibromyalgia, on morphine, hearing loss, fitted with hearing aids, loss of autonomy, fatigue, pain. Lot number: 628312 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-may-2025: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.